Event description:
It was reported patient underwent a tibial nail procedure on (B)(6) 2011. Subsequently, patient underwent a nail removal procedure on (B)(6) 2013. During the procedure the nail extractor tap fractured inside the tibia nail. The procedure was unable to be completed at that time. Patient underwent a second nail removal procedure on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Lot number & manufacture date - the product identification provided limits the complaint product to the following lot numbers and manufacture dates: 351470 - january 15, 2013. 380130 - january 15, 2013. 740490 - november 20, 2012.